Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this pacemaker was suspected for premature depletion. One month after implant, the battery showed twenty percent depleted. The approximate time for elective replacement indicator (eri) also decreased. No adverse patient effects were reported. The device remains in service.